Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous arterio-venous fistula. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was used to dilate a previously implanted epic stent. However, during the 2nd inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.